Event description:
The screw of the rongeur fell out during a procedure.

Manufacturer narrative:
The customer did not provide any additional requested information regarding the patient involvement. Per the sales representative, the customer has refused any in-services since they began using this product earlier this year. Upon receiving the returned device, it was confirmed that the screw had fallen out. Upon further review of the device and the screw, it was noted that the screw head had damage that is consistent with the use of a tool. Per the general IFU, all parts that are meant to come apart, can be taken apart by hande. Parts requiring a tool should not be dismantled. Taking out the screw, breaks the weld point that was applied during manufacturing to hold the screw in place. There has been a total of 452 sold since 2012 with one additional complaint that was recorded in 2014. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or need for corrective actions a follow up report will be submitted.